Event description:
It was reported the patient had no stimulation sensation. It was noted the patient had their implantable neurostimulator (ins) for leg pain, but had developed back pain over the years. It was further noted the patient had stimulation off for some time and their leg pain had resolved. The reporter stated that at the patient¿s last reprogramming at the beginning of the year the patient had great coverage, but when the patient got home they could not turn stimulation on using the patient programmer. It was noted the manufacturing representative was meeting with the patient at the time of this report and they were able to turn the patient¿s stimulation on without issue using the clinician programmer. The reporter stated that when they turned the ins off with clinician programmer they were unable to turn stimulation on using the patient programmer. The reporter stated the patient was using a rechargeable 9v battery in the patient programmer and the patient would try another battery when they got home. It was noted the patient wanted to turn stimulation on to cover their back pain. The reporter stated the ins or lead may have moved. It was noted the ins status was ok at 2.6v and capacity of 40-85%. It was further noted the ins status was re-measured and the same readings where shown. Additional information received reported that two weeks ago the patient could not feel stimulation so they met with a manufacturing representative. It was noted the manufacturing representative was able to turn the patient¿s ins on so the patient could feel stimulation. It was further noted the patient programmer did not work. The reporter stated they tried new batteries, but the programmer still had a blank screen. It was noted the patient cleaned the battery compartment with a soft dry cloth since they though they saw rust. It was further noted the patient would try to get new batteries and would contact the manufacturer if they still have problems. It was noted the patient had pain in their legs in 2004 so they had the ins implanted and they now have no pain in their legs. The reporter stated that at least six months ago the ins came out of place causing the patient pain. It was noted an x-ray was taken at that time and confirmed the issue. It was further noted the patient had diabetic neuropathy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0417753v, implanted: 2004-(B)(6), product type lead, product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).